Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source. Shortly after connecting the pump to a power source the pump was able to be turned on. While on the phone with tandem technical support the customer was able to reload a cartridge and resume insulin delivery. The customer's blood glucose (bg) was impacted 377 mg/dl. That customer stated a bolus and physical activity would be used to address bg level.